Event description:
Second stage right breast construction. Removal of expander and placement of implant. Capsule noted with granulation tissue. Additionally port removed; right nipple areolar reconstruction.